Event description:
A patient was in surgery for repair of trauma to left hand. The tourniquet machine was accidentally turned on during equipment check at the beginning of the procedure. The tourniquet set at 250 mm hg for 130 minutes. The physician made aware of incident. There was no injury noted to patient.